Event description:
It was reported that the patient stated that he is very unhappy with his inflatable penile prosthesis (ipp) device. The patient said that his penis is soft and now curves down. The patient also reported that sometimes he experiences troubles inflating and deflating and would like to see someone for a second opinion. Patient was told that patient liaison will contact him. Additional information received. Patient liaison spent over 30 minutes talking with the patient and his wife educating them and leading them to edcure.org to assist in finding a dr. For a second opinion.